Event description:
It was reported the external pulse generator (epg) would not pace the minimum of 15 seconds when the battery was removed. The epg will be returned for repair. There was no reported patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main printed circuit board is out of electrical specification. Battery contacts are compressed. Battery release and battery drawer are contaminated. Upper and lower cases and lead flex cover are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. The main printed circuit board (pcb) is out of electrical specification. The main pcb was further analyzed and analysis found that the pcb board powered down immediately after removing the battery lead. It was noted that the in-circuit capacitance was out of specification for a specific capacitor. After this capacitor was replaced, the battery hold-up test passed testing. Battery contacts are compressed. Battery release and battery drawer are contaminated. Upper and lower cases and lead flex cover are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.